Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter snapped. The target area was located in the bladder. An apdl drainage catheter system was selected for use. During procedure, the physician inserted the device over a non-bsc guidewire. When the device was in place, the non-bsc guidewire was removed. The catheter was then attached to a non-bsc fixation device to secure the device in place. During the attachment, the device snapped approximately 2 inches below the fitting on the catheter. The physician re-inserted the non-bsc guidewire and removed the disconnected portion of the device. There were no further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection of the device revealed that the catheter returned is broken at 5.2cm from the hub(proximal section). Also, evidence of torsion was noted at the broken proximal section. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the catheter snapped. The target area was located in the bladder. An apdl drainage catheter system was selected for use. During procedure, the physician inserted the device over a non-bsc guidewire. When the device was in place, the non-bsc guidewire was removed. The catheter was then attached to a non-bsc fixation device to secure the device in place. During the attachment, the device snapped approximately 2 inches below the fitting on the catheter. The physician re-inserted the non-bsc guidewire and removed the disconnected portion of the device. There were no further patient complications reported.